Manufacturer narrative:
It was reported that the device was disposed; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) warnings: do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle. Manipulate the zipwire hydrophilic guidewire slowly and carefully in the urinary system while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the zipwire hydrophilic guidewire without fluoroscopic confirmation may result in perforation or trauma of the linings or associated tissues, channels or ducts. If any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications. The dfu precautions also indicate: the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. If any further information is received, a follow up medwatch report will be submitted.

Event description:
Event description: please provide a brief summary of the event that includes any additional details that you have not already provided: during the insertion, the outside coating of the wire came off of the wire. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: new wire. What is the next course of action?: replace all of the old product code zip wires they have on hand. Patient present at time of event?: yes. Patient complications: no patient complications. Procedure date-unknown. Additional information provided on january 25, 2022: was issue present upon opening package?: no. Photo or video of issue: no. How was the procedure completed (with another of the same device, with a different device, etc.)? Another wire. If there was a procedure involved, was it for treatment or diagnosis? Kidney stone. If there was a procedure involved, what was the anatomy location? Kidney. Was this the first time the device was used (not resterilized or reprocessed)? Yes. Please describe what portion of the guidewire detached/peeled hydrophilic tip, ptfe coating, other? All of the coating peeled off.